Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger was unable to recharge a battery. The cause for the failure was isolated to a damaged l4 on the bedside pca. The root cause for the damaged l4 could not be positively identified. No adverse event resulted from the damaged charger.